Event description:
Information was received indicating that the pump exhibited a "(1.biomed) code" alarm. It is unknown if there was patient involvement or any adverse effects.

Manufacturer narrative:
Additional contact information: phone : (B)(6).

Manufacturer narrative:
Other text: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found the top and bottom cases were damaged and the right plunger case was cracked. Functional testing was unable to duplicate the primary audible alarm post error at power up. However, the primary audible alarm post and acu watchdog errors were found in the event history log. Replaced speaker and interconnect board for preventive measures. The damaged top, bottom and plunger cases were also replaced. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Additional event information received indicating no patient involvement (updated b5, h6)

Event description:
Additional information received on 06-may-2022 via email and attached to complaint object: pump was not used being used on patient during failure. It was noticed at beginning of day before surgeries.